Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2014 due to suspected poly wear. During the procedure, no poly wear was noted. The liner was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.